Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup to ensure insulin delivery while waiting for a replacement pump, which was sent by technical support.